Manufacturer narrative:
Per the customer, qc has been within lab-established ranges. A field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the system, but the issue still remained. Since the fse replaced the lamp of the photometer, the issue has not reoccurred. The root cause has not been determined to date and the investigation is still ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low direct bilirubin (dbil) results that were generated by the unicel dxc 800 synchron chemistry analyzer. The customer provided one patient report showing a 0.0 umol/l result for dbil, which upon repeat read 0.3 or 0.4 umol/l. No erroneous results were reported out of the laboratory. There was no affect to patient treatment associated with this event.